Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a " replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention by a family member, a neighbor, a friend who provided fruit juice, sugar or food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported via webform a " replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention by a family member, a neighbor, a friend who provided fruit juice, sugar or food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). Visual inspection was performed on the sensor plug and broken sensor snaps were observed which, prevents a proper seal between the rubber contacts and pcb (printed circuit board) contacts. The sensor was sent for further investigation. Reprogram/activated the returned sensor and sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and results were within specification. Performed visual inspection on the sensor plug and observed the broken snaps. Although sim vivo testing passed, the broken snaps on the sensor plug causes improper seating of the plug in the mounts. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts; therefore, this issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a " replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required third-party intervention by a family member, a neighbor, a friend who provided fruit juice, sugar or food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.